Event description:
It was reported that the patient was unable to activate the pod and insulin was not being delivered as intended. Attempts were made to reboot the controller without success. As a result, her blood glucose level reached 33.1 mmol/l (595.8 mg/dl). The patient seeked medical attention at (B)(6) emergency. She was treated with insulin pens (long acting and short acting insulin). The patient was at the hospital for 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.